Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure while using the ilet bionic pancreas, and support guided the user to toggle the sensor settings and reinitiate pairing, providing education and advising to call back if unsuccessful. Symptoms included no reported physical symptoms despite a blood glucose peak of 256 mg/dl. Outcomes included no medical intervention and no hospitalization. User support included troubleshooting and education regarding correct sensor selection and pairing workflow. Investigation of this case revealed that improper configuration of the cgm likely prevented pairing, and correcting the setting and reentering the code addressed the issue without identifying a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was use-related error related to configuration and setup.